Manufacturer narrative:
The sensei system was not in use at the time. No injuries were reported.

Event description:
While on-site replacing the rcm, lab staff notified the cse that the suj had fallen off the table a week earlier while lab staff were moving equipment around in the room. The monitor boom crashed into the suj causing it to fall. There were no procedures in process when the suj fell. No injuries were reported.